Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7, page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The patient's mother reported that her pdm (blood glucose meter) was lost and had no alternate methods for checking bg (blood glucose) levels or injecting insulin. The patient was hospitalized and diagnosed with diabetic ketoacidosis (dka). The patient was initially treated, upon admission, with an IV (intravenous) insulin drip. The customer then used syringes to manually inject regular and 24-hour insulin, under the hospital's care. The pod was discarded at the hospital upon admission. It was also noted that the patient was not wearing the product at the time of dka as they had lost the pdm.